Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 20-apr-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00177 and 3008114965-2023-00178. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. E.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. H.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30887535) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00177. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted embolization procedure, the complaint stent, a 4mm x 23mm enterprise 2 stent (encr402312 / 7369551) was impeded in the concomitant microcatheter, a 150cm x 5cm prowler select plus (606s255x / 30887535) and could not advance further. The physician retracted the stent and the microcatheter and replaced both devices to complete the procedure. There was no report of any negative patient event/impact. On 28-mar-2023, additional information was received. The information indicated that the target vessel was the m2 segment of the middle cerebral artery (mca). Adequate continuous flush was maintained through the microcatheter. No other deice went through the same microcatheter. The replacement stent was another 4mm x 23mm enterprise 2 stent (encr402312). It is unknown if the replacement microcatheter was another prowler select plus microcatheter (606s255x). The information also confirmed there was no allegation of patient injury due to the alleged product issues. The reported issues did not result in any clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter received contained in the decontamination pouch. Visual inspection was performed. It was observed that the delivery wire of the 4mm x 23mm enterprise 2 stent was coming out from the tip of the microcatheter. No appearance of damages were observed. An attempt to remove the delivery wire from the microcatheter was made; however, strong resistance was felt and the delivery wire remained stuck inside the microcatheter. Microscopic inspection revealed saline residues around the delivery wire. The delivery wire and microcatheter were soaked in lukewarm water for 30 minutes. After which the delivery wire was able to be retracted from the microcatheter without any noticeable resistance. The inner and outer diameters (ID) and (od) of the microcatheter were measured and confirmed to be within specifications. The delivery wire being able to pass through the entire length of the microcatheter indicated that it was not obstructed. Other circumstances or problems may have occurred during the use of the device that could not be replicated during the analysis. Additionally, there are no abnormalities or damages observed in the returned device that may have contributed or been secondary to the issue reported; therefore, the issue documented in the complaint regarding the microcatheter being obstructed was not confirmed. A review of manufacturing documentation associated with this lot (30887535) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Although no product defect was identified, the instructions for use (IFU) provides the following precaution: do not attempt to use microcatheters without flushing first to hydrate the coating. Failure to do so may compromise the coating and lubricity of the catheter. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00177. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.